Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a bipolar impedance warning. It was also reported that the right ventricular (rv) lead exhibited increased impedance, variable and high thresholds, changes in r-waves and a dislodgement into the atrium. It was noted that the implantable pulse generator (ipg) had also dropped in the pocket. The rv lead was repositioned and remains in use. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.